Manufacturer narrative:
(B)(4) the device has been returned; however, the investigation is not yet complete. A follow-up report will submitted upon completion of device evaluation.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver was very hot to the touch. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An internal inspection did not find any damages to the receiver's printer circuit board. The device was determined to be operating within the required specifications without malfunction. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.